Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; 429678 lead, implanted (B)(6) 2012. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the device, the right ventricular lead tested normal through the analyzer. When tested through the can, the threshold was high and pacing impedance had increased. The lead was once again tested through the analyzer with normal values and then reattached to the can, and testing indicated normal values. Several months later the pacing impedance started to rise and was high and several episodes of noise were noted. The threshold also rose and was high. The lead was disconnected and reconnected and remains in use. It was thought that there may have been a setscrew issue. The device also remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that there had been an alert for high impedance on the right ventricular lead several months prior to the implant of the device (not several months after, as previously reported). The patient alert tones were then turned off. At that time, the plan was to revise the lead at the device implant. During the implant procedure, it was decided not to replace the lead. It was also reported that the patient was a participant in the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.